Event description:
Event description boston scientific received information that during the implant procedure, capture could not be obtained less than 6v and impedance measurements of 2500-2600 ohms were noted. The physician commented that the lead may have caused a perforation. The lead was explanted and tissue was noted on the helix. The physician commented that this lead family was too small and dangerous. The lead was replaced and will be returned for analysis.